Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a separation noted where drive line jacket attaches to the controller. Clamshell repair was needed. Collaborated with tech services for repair on 02jan2020. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the distal end bend relief of the driveline was confirmed through an onsite evaluation performed by an abbott representative. The center reported that the patient had a separation noted where the driveline jacket attached to the controller. No alarms were reported for this event. On (B)(6) 2020 abbott technical services performed a clamshell repair. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The heartmate ii lvas IFU and patient handbook address how to care for the driveline. They also address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.